Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device brand name, common name, device code and part number were identified during the product development investigation. A product development investigation was performed for the subject device (part number 212.106, 3.5mm locking screw slf-tpng w/stardrive(tm) recess 20mm, lot number unknown). The subject device was received in good condition with the complaint condition that the screw backed out postoperatively. The associated drawing was reviewed and no discrepancies were noted. Since no x-rays or additional information were provided, this complaint condition is unconfirmed. Without a lot number, a device history record review could not be performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a second revision was performed after two (2) broken and two (2) pulled-out 3.5mm locking screws were discovered. The original procedure to repair a distal humerus fracture was performed approximately 2 months prior to (B)(6) 2015. About one (1) month later, the first revision procedure was performed following a patient fall. With this most recent revision, the 8-hole locking compression plate (lcp), which was not broken, was left in the patient but the four (4) broken locking screws were removed. The plate holes were filled with new screws and another 3.5mm lcp reconstruction plate (10-hole) was inserted. There were no reported surgical delays and all broken screw fragments were retrieved. The procedure was successfully completed. Additional information was received after the completion of the product development investigation. The previously unknown locking screws were identified and re-evaluation of the unknown extra articular humerus plate, 8-hole, resulted in its inclusion in the medwatch reports for this complaint, as it was determined the plate cannot be disassociated from the complained event, although no complaint was alleged by the reporter against it. This report is 1 of 5 for (B)(4).

Manufacturer narrative:
Patient identifier, date of birth, and weight are unknown. Date of postoperative event is unknown. This report is for two (2) unknown 3.5mm locking screws. A partial part number of 212.1xx was provided. The original implant procedure occurred on an unknown date approximately two (2) months ago. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The 510k#: unknown, as specific part and lot numbers for the complainant screws were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a second revision was performed after two (2) broken and two (2) pulled-out 3.5mm locking screws were discovered. The original procedure to repair a distal humerus fracture was performed approximately 2 months ago. About one (1) month later, the first revision procedure was performed following a patient fall. With this most recent revision, the 8-hole locking compression plate (lcp) was left in the patient, but the four (4) locking screws were removed. The plate holes were filled with new screws and another 3.5mm lcp reconstruction plate (10-hole) was inserted. There were no reported surgical delays and all broken screw fragments were retrieved. The procedure was successfully completed. Any surgical or medical interventions and patient outcomes are unknown at this time. This report is for two (2) unknown 3.5mm locking screws. This report is 1 of 2 for (B)(4).